Manufacturer narrative:
Quest medical received the suspect device on 7/12/2022. Investigation of the device confirmed the complaint condition. The root cause was determined to be insufficient solvent bonding between the bushing and the tubing. Quest will continue to monitor complaint trending for this complaint condition. Quest has concluded its investigation.

Event description:
It was reported to quest medical by (B)(6) of an mps disposable set allegedly leaked during the dose of cardioplegia, prior to hot shot. It was confirmed that there were no patient complications.

Manufacturer narrative:
Further investigation of the suspect device was conducted. The investigation concluded that there was no apparent leaks on either the additive or arrest drug lines or cartridges. Testing was performed on the device at 10, 17, and 20 psi and no leaking was noted. Quest could therefore not replicate the reported complaint condition. Quest will continue to monitor complaint trends.